Event description:
Caller reported a cartridge alarm issue with the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer will continue using their current pump as backup therapy. Customer service confirmed shipping details and provided storage instructions for the old pump. A replacement pump with updated software was sent, and the customer was instructed to return the problematic pump using the provided return process.